Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Both the ra and rv leads were explanted and replaced due to dislodgement. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. It was replaced with the same model lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed that immediately proximal to the ring electrode the insulation body was rammed. Based on the characteristics it is reasonable to assume that the damage resulted from mechanical forces applied during the explant procedure. Furthermore deformations of the outer conductor coil were noted 20.5 cm distal to the is1 connector pin, which most likely resulted from a tight suture. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.